Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive. The patient noted that the up arrow, down arrow and ok keypad buttons were peeling and indicated that the tactile issues occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was peeling away from the buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the up arrow required increased force to activate. The contrast button was found to be unresponsive. During investigation, evidence of contamination was found under all key contacts.